Event description:
It was reported that the burette of a clearlink buretrol solution set cracked resulting in a leak. This occurred during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The burette chamber is not intended to be squeezed, but to measure the amount of fluid to be delivered to the patient. Therefore, the cause was determined to be related to the improper use of the product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The solution that was involved was an unknown type of total parenteral nutrition (tpn), which was being delivered at room temperature. The burette chamber was squeezed to get fluid in, which resulted in the crack, which was described as the chamber "popping." The set was then able to be changed before further loss of tpn solution. The device was returned for evaluation out of its pouch and primed. Visual inspection identified a cracked burette chamber. No other obvious defects were noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.